Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. As stated previously the reported event was confirmed during the evaluation step of the complaint process. In addition, an investigation was performed by the legal manufacturer based off of the information provided. A review of similar complaints both at the specific facility and in general was performed with no similar complaints identified. This will continue to be trended. A review of the IFU was performed and it was confirmed the IFU gives instruction for proper handling of the product. This may prevent the discrepancies of damaged front panel and loose video connector socket connection that was observed during evaluations. Specifically the IFU states; do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. Regarding the attachment and removal of video connectors, the instructions for use include the following: push the video connector into the video connector socket of the instrument all the way until it clicks, holding this instrument with a hand so that it will not move. Confirm that the ""up"" mark points upwards. When a visera series endoscope or camera head is used, disconnect the video connector of the videoscope from the instrument, holding the instrument with a hand so that it will not move and push the locking lever down.". A review of the DHR was performed and there were no issues found within the record associated to the reported event. Conclusion: a root cause could not be definitively identified. Based on the results of the investigation and any additional information that was provided, the following is the most likely cause to the reported complaint. It is most likely the that the digital light source cable cannot be connected properly because the rear panel is was deformed. It appears that the user handled the device not per the methods described in the IFU and roughly or the device hit a solid object. Loosening of the video connector is presumed to be caused by a failure due to repeated use over a long period or by the user attempting to pull out the video connector without lowering the unlock lever. This could then cause the electrical connection to become unstable due to the video connector locking mechanism becoming loose. This in turn would cause the image to discontinued because the image signal from the scope to the video processor could not be transmitted correctly.

Manufacturer narrative:
Device has been returned for evaluation. Based on the evaluation and findings, olympus was able to confirm the damage to the board connector causing poor connection. Based on similar reported complaints, the most likely cause of the reported phenomenon can be attributed to user handling or technique. The instruction manual states to prevent malfunction, ¿do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.¿ no further information was reported.

Event description:
The customer reported to olympus that for the video processor, the light source was off and the face of the processor was found peeling off. There was no patient injury reported.